Manufacturer narrative:
Per good faith effort (gfe) response, the reported issue was confirmed, but there were not any diagnostic/error codes pertaining to this issue in the diagnostic report (drpt). The user interface (ui) printed circuit board assembly (pcba) needs to be replaced to resolve the issue, and the repair will be performed after the service quote is approved by the customer. Repair is still pending.

Manufacturer narrative:
H10 per follow-up gfe response, the customer did not accept the service quote and canceled the repair as the device aged and exceeded its service life. Therefore, no further evaluation or repair was performed. It is unknown what the outcome of the service event was, and no further information could be obtained. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by a medical engineer on the v60 indicating that the device initially could not be turned off. Eventually, the medical engineer was able to power down the device, but the device then powered back up on its own. Therefore, the device was left in standby mode in the medical examination (me) room. The issue occurred while the device was being checked/prepared before use on a patient, so there was no patient involvement at the time the issue was discovered. Additionally, the hospital replaced the device with another v60, but no delay in therapy or further medical intervention was reported. Since the power supply does not turn on or off automatically, the medical engineer requested repair and periodic maintenance-- this was at the hospital's request even though the device had reached end of life. The internal battery was removed, so that the power supply would automatically start up. Investigation is ongoing.